Event description:
It was reported that (1) tsw45 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon used tsw45 and found bleeding along staple line. The case was converted to open.